Event description:
It was reported that the bronchovideoscope exhibited that there was no image when connected. There was no patient harm reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer¿s allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charge coupled device unit (ccd), cable surface was damaged, and the image resolution had uneven focus. Based on historical data, the root cause cannot be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the circuit board and defect of the circuit board connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.